Event description:
It was reported that during use on a patient with a pacemaker, the cardiosave intra-aortic balloon pump (iabp) alarms ¿deflation r¿ and ¿maintenance required¿ alarm. The external pacemaker generated a misshaped r wave that the cardiosave had difficulties to treat, swapped to r wave deflate with same synch problem. User swapped to ees v/av and the unit correctly works on each beat. No patient issue was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional info: event site state: 69, event site postal code: (B)(6), contact number: (B)(6)) the intervention is being done by an fse through the telephone call where the "r wave auto deflation alarm" was being generated. The 65-year-old woman was on an external pacemaker. However, after investigation, it appeared that the external pacemaker was generating a distorted r wave, and the cardiosave had difficulty processing it. Then he was switched to r wave deflation, but with the same synchronization problem. But when the user has been switched to ees v/av mode, then, the device operates correctly on every beat. The device has been checked and is working properly. There were no issues with the patient, which has been reported by the customer. H3 other text : issue resolved over phone call.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).